Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgery scheduler reported that a patient experienced pupil constriction during a procedure. A ring was used because the pupil was so small. New information was received. The surgeon did not state what the pupil size was after the laser treatment. The patient was given the normal drops in the pre-operative area. The surgeon feels like the issue is a result of the laser and not the drops. The site is planning on monitoring the drop times pre-operatively and ensure that patients are getting the drops in a timely manner. The nurses are putting dilating drops in again immediately after the laser treatment portion.

Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate any system nonconformity, which may have contributed to the reported event. Unrelated to the reported event, the photonics oscillator was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event could not be determined conclusively. The manufacturer internal reference number is: (B)(4).